Event description:
Revision due to a humeral head fracture and loosening. This event report was received through clinical data collection activities. Surgeon stated event was possibly related to device.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.